Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high, varying and intermittent impedances along with oversensing, undersensing, noise and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high, varying and intermittent impedances along with oversensing, undersensing, noise and variable and high thresholds. The ra lead was programmed 'off' and remains in the patient. No patient complications have been reported as a result of this event. It was further reported that the patient experienced implantable cardioverter defibrillator (ICD) warming since implant. Additionally, the ra lead exhibited a low impedance measurement. A revision procedure was performed and it was discovered that the ra lead was not secure in the ICD header, causing the ra lead issues. The ra lead was reseated in the ICD header and the setscrew was retightened. The ra lead and ICD remain in use.

Manufacturer narrative:
Corrected: g3 (initial aware date: 06 sep 2025). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high, varying and intermittent impedances along with oversensing, undersensing, noise and variable and high thresholds. The ra lead was programmed 'off' and remains in the patient. No patient complications have been reported as a result of this event.